Event description:
The customer stated that the architect analyzer generated (B)(6) anti-hbc ii result from one patient sample. A (B)(6) result was repeated (B)(6). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). The issue was resolved by performing some maintenance activities (replacing wash zones, manifold, vtx2, trigger and pretrigger valves). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Splashing of the wash zone solution was later observed. The field service representative (fsr) replaced the fep tips wash zone manifold parts (part number 7-96176-05) and manifold kit valve (part number 7-77612-02) which were considered to have resolved the issue. No trends for ticket with replacements for the fep tips wash zone manifold (part number 7-96176-05) were identified. There was no systemic deficiency of either part identified and the issue is adequately addressed in product labeling. No malfunction was identified as the parts were replaced due to being worn out from normal use.